Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line inserted in oncology patient, but there was no backflow and flushing was also blocked. Eventually they had to take out the PICC line and insert new one. It was stated the patient was discharged. No other information was provided.

Event description:
It was reported that PICC line inserted in oncology patient, but there was no backflow and flushing was also blocked. Eventually they had to take out the PICC line and insert new one. It was stated the patient was discharged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen groshong nxt clearvue catheter, a stiffening stylet, and two-piece connector assembly. The catheter was broken at the 6cm depth marking. Microscopic inspection of the catheter break revealed an uneven, granular surface. Microscopic inspection of the other components did not exhibit damage. The distal connector piece and stylet were threaded through the catheter shaft. The distal connector piece is intended to attach to the proximal connector piece. The misassembly of the components likely caused difficulty during use of the device as detailed in the event description. This complaint will be recorded for future trending and monitoring purposes.